Event description:
It was reported that the lead exhibited loss of capture in the ventricle several days after implant. A CT scan was performed and showed a perforation. The lead was replaced with no complications.

Manufacturer narrative:
No medwatch form was received.